Event description:
Pt was revised due to pain and shortening of leg. Poly wear was evident intraoperatively.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records and complaint database was not provided. Although the complaint is non-verifiable, provided info states the product is not suspected of failing to meet specifications or contributing to the reported event. It would not be unreasonable to expect some wear after 18 yrs of implantation. Based on the investigation, the need for corrective action is not indicated.should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.